Event description:
A user facility reported to olympus that the socket for olympus model series 180 scopes was found defective. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated and the reported problem was confirmed; no image was produced with olympus, model series 180 scopes due to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was pointed out that an image of 180 scope was not displayed due to the faulty board set. The design of the printed circuit (dr) board was changed. It was confirmed that the subject device was manufactured before this design change. Olympus will continue to monitor field performance for this device.